Event description:
It is reported that during a tfn procedure on (B)(6) 2013, as surgeon was inserting the helical blade into the nail, the blade stopped. X-rays showed that the blade was hitting the wrong portion of the nail. The blade would not go into the center hole of the nail. Also, when surgeon attempted to remove the nail, the nail would not disengage from the aiming arm. At that point, the surgeon removed all hardware and started over what a new set of instruments and implants. This issue caused surgery to extend an additional 20 minutes. This is 6 of 8 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative:the investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition. The complaint condition could not be replicated during this evaluation. The returned insertion handle, aiming arm, blade guide sleeve, tfn, and helical blade inserter were assembled with known good parts of the construct and enabled an adequate construct during this evaluation. The helical blade aligned with and passed through the tfn hole as intended. The design is adequate for its intended use and did not contribute to this complaint condition.